Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
Weight information of the customer was changed to 230.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced blood glucose over 600mg/dl which was treated with manual injection. Customer declined troubleshoot for high blood glucose. Customer had bent cannula. Product will not be return for analysis.